Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while performing a coronary angiogram, a kimal radial needle was selected for the radial artery puncture and the arrow spring wire guide (swg) to gain access to the artery. The puncture was successful and the swg was advanced through the needle. Some resistance was felt by the consultant cardiologist. The radiographer was asked to use x-ray fluoroscopy to visualize to see the swg. On the image the end of the swg had detached. The collet was in the pt and was unable to be removed. The pt has been informed of the retained piece. Additional info received on (B)(6) 2011 stated the swg was being placed in the pt's right wrist when the soft tip detached and coiled up in the pt's wrist. The pt was transferred to the vascular centre and the swg tip was removed under local anesthetic.